Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 45mm in length, eccentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified, 2.5mm in diameter left circumflex artery. Following pre-dilation with a 2.5x15 balloon catheter, a 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.